Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer was hospitalized for low blood glucose. Customer's blood glucose was 38 mg/dl. Customer's blood glucose at time of call was 50 mg/dl. Customer had pneumonia and encephalopathy. Ems was dispatched. Customer was wearing the device at time of hospitalization. Basal rates were changed a week and a half prior to the incident. Customer was unable to complete troubleshooting. Customer will not be returning the device for analysis.